Event description:
Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Corrected data: the patient date of birth, device serial number, and implant date were each corrected to reflect the correction information. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000077648.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a fracture in the lead. As a result, surgery occurred to explant and replace the lead, which addressed the issue.